Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Reference MFR number: 1221359-2022-04338 through 1221359-2022-04341.

Event description:
The customer reported four (4) false negative results with the binaxnow covid-19 antigen self test assay performed for a patient on unknown dates. This report addresses consumer test two (2) of four (4) . The consumer reported a false negative result with binaxnow covid-19 antigen self test performed on a unknown date . Confirmation testing was performed (platform and date :unknown) and generated a positive result no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Correction : changed the reference MFR number as 1221359-2022-04338 and 1221359-2022-04340 failed as duplicate. Correct MFR refernce number : 1221359-2022-04339 , 1221359-2022-04341, 1221359-2022-04402 and 1221359-2022-04403.